Manufacturer narrative:
Several attempts were made to obtain the lot/serial number for the conformable gore® tag® thoracic endoprosthesis involved in this complaint, however no additional information was provided. UDI number could not be obtained as the lot number for the device was not available. A review of the manufacturing records for the conformable gore® tag® thoracic endoprosthesis could not be performed as the lot number was not provided.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a thoracic aortic dissection with a conformable gore® tag® thoracic endoprosthesis (unk/unk). According to the report, final angiography confirmed successful treatment of the dissection, no evidence of endoleak and the patient tolerated the procedure. On an unknown date, follow up imaging identified a proximal type I endoleak and aneurysm enlargement of greater than 5mm. The cause of the endoleak was reportedly due to calcification of the proximal aortic neck, within the landing zone of the tag device. On (B)(6) 2017, an intervention was performed. In an effort to prevent retrograde dissection, the physician first embolized the left subclavian artery. Next, a conformable gore® tag® thoracic endoprosthesis was positioned and implanted distal to the ostium of the left common carotid artery and the left subclavian artery was intentionally covered. It was reported, the left common carotid artery remained open and patent. Final angiography showed resolution of the endoleak and the patient tolerated the procedure. Several attempts were made to obtain the lot/serial number for the conformable gore® tag® thoracic endoprosthesis involved in this complaint, however no additional information was provided.

Manufacturer narrative:
Date of event corrected.